Event description:
Customer reported the passport 2 monitor displayed a white bar on the screen blocking patient's numerics, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep replaced the unit's display kit. Unit was tested to factory's specifications.